Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. The fiberoptix sensor (fos) was connected to the pump, the fos was not read. However, the md decided to use the iab. The super arrow-flex (saf) sheath was inserted into the patient's right femoral artery. The iab "got stuck in the sheath." As a result, the iab and the saf sheath were removed as one unit. A new iab was used with the terumo teflon sheath and was inserted in the same insertion site without incident. It was reported that the saf sheath was used because the patient was suspected to have tortuous vessels. There was no reported patient death or injury. Medical/surgical intervention was not required. There were no reported patient complications. The patient outcome is good.